Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that was not conducted completely due to an occurrence of leakage from the grip. A further cause of the leakage could not be presumed. The event can be detected and prevented in accordance with the following instructions for use (IFU): the instruction manual cf-ez1500dl/I operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: due to a crack on grip, water tightness is lost; grip has a crack; air/water cylinder has no color; suction cylinder has no color; switch1 has a cut; plug unit has a scratch; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; adhesive around objective lens has a chip; adhesive around lens guide lens has a chip; adhesive on bending section cover or distal sheath rubberr has a crack; and universal cord has a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the colonovideoscope, had leakage at the handle. The issue occurred at unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that the jet tube with foreign material found during middle repair process. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.